Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlargement and dense tissue".

Event description:
Patient reported left side "enlargement and dense tissue." Patient additionally reported left side rupture. Healthcare professional confirmed left side rupture. Device has been explanted.

Event description:
Patient reported left side "enlargement and dense tissue." Patient additionally reported left side rupture. Healthcare professional confirmed left side rupture and reported "hole, non-specific". Device has been explanted.

Event description:
Healthcare professional additionally reported "hole, non-specific".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, the device was noted to be underweight, and flat creases. A microscopic analysis was performed which identified one broken sharp with stress marks near the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken sharp on the posterior assessed as surgical impact.